Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This device is eri with unexpected battery behavior. Hmsc reported unexpected eri on mar 13, 2024. Device showed 42 percent battery on mar 8, 2024 transmission. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.